Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m4307t618, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
This is the first of two reports involving two separate products. Refer to report 8030647-2015-00251 for the second report. A report was received from (B)(6) stating that during use a component on the closed suction catheter became detached and remained inside the patient. The patient then required further invasive surgery in order to retrieve the detached piece from the patient's lung. Additional information received on 9/21/2015 stated the patient was a heart lung transplant patient and the hospital routinely performed a bronchoscopy post-operatively. It was during the bronchoscopy that the tip of the product was found. The missing tip had not been noticed by the nurse who had suctioned the patient. No resistance had been felt when using the product to alert the nurse to the situation. The tube did not come out of the sleeve which would indicate that the tube was short. Patient has recovered. Additional information received on 9/23/2015 the broken part was approximately 1cm. The hospital was unable to confirm if the endotracheal tube had been trimmed.